Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator parkinson's dual. It was reported that following the deep brain stimulation (dbs) implantation on (B)(6) 2015, the patient experienced rejection symptoms and their wound would not heal. It was then stated that the patient has gone to the hospital and after several operations, the wound could not be completely healed; the patient is still in treatment. It was also noted that there was not a greater than 50% reduction in symptoms; the implantable neurostimulator (ins) was noted. It was then stated that the cause of the event and what troubleshooting was performed related to the event were unknown.